Manufacturer narrative:
Product complaint # (B)(4). Batch # r59690. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during the thoracoscopic right lung wedge resection, after fired on the 3rd firing, the blade could not return back automatically. Knife reverse button did not work, used manual override lever to return blade. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.